Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the air/water nozzle was blocked with foreign debris due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus and evaluated. The device evaluation confirmed the reported device allegation; the bending angle was reduced in the up direction due to wear of the angle wire. Additionally, the evaluation uncovered the following faults: (a) the insulation resistance was out of standard due to a perforation in the connecting tube, (b) the up/down angulation knob was out of specification due to wear of the angle wire, (c) the right/left knob and up/down knobs were deformed and causing liquid leaks, (d) the water cleaning function was out of standard due to a blocked nozzle, (e) there was decreased light output from the light guide bundle, (f) the adhesive on the bending section cover was broken, and finally (g) the connecting tube was crumpled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported on behalf of the customer, reduced angulation with the colonovideoscope during preparation for use. The unspecified diagnostic procedure was completed without delay. There was no report of patient harm associated with this event. During inspection of the returned device, the air/water nozzle was found to be blocked with foreign debris. This medwatch report is being submitted to capture the reportable malfunction discovered during the device inspection (blocked air/water nozzle).